Event description:
The customer reported that the generator displayed a shutdown error message.

Manufacturer narrative:
(B) (4). The ge service rep reseated the pcb's, checked wiring connections, power supply voltages, and retrieved log files. He flexed high voltage cable during exposures. The image resolution and auto-technique tracking passed. The system operates as intended. (B) (4)